Event description:
Reporting status: permanent damage. Reporting rationale: restenosis (permanent damage). Device issue: no device malfunction has been reported. It was reported that an unknown rx xience v was implanted one and a half years ago in the left main of the patient and has now developed restenosis. It is unknown if intervention was performed to treat the restenosis. No additional event or patient information is available.

Manufacturer narrative:
Product performance engineering reviewed the incident information. Stenosis, is noted in the xience v instructions for use and is recognized in the product risk assessment, as known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency and there was no reported product malfunction. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a stent delivery system deficiency.